Event description:
It was reported that a user experienced bluetooth connectivity loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, resulting in failure of the ilet to receive glucose data from the sensor; the user was instructed to toggle the sensor settings, re-enter the sensor pairing code, and allow time for reconnection, and no alerts or alarms were reported. No clinical signs, symptoms, or conditions were reported, and blood glucose was unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. User support included user-guided troubleshooting and education to re-establish communication and confirm device settings. Investigation of this case revealed that the issue was consistent with intermittent communication disruption between the ilet and the cgm sensor, with resolution expected after re-pairing and allowing time for the devices to synchronize. It was concluded, based on previously established findings for similar reports, that the probable cause was temporary bluetooth communication interference or pairing disruption.